Event description:
The pt underwent an abdominoplasty. As the pt was being extubated a "popping" noise was heard by the o.r. Team. Abdominal diastasis was observed. The pt was re-intubated, re-prepped, and drapped. The incision was re-opened. Broken sutures were observed in the fascia. The broken sutures were removed. The abdominoplasty was repaired and closed again without incident.